Manufacturer narrative:
The case reports the device delivering a 10u insulin bolus dose that was not requested or programmed by the patient. The patient reported she was sleeping when the uncommanded bolus was delivered and resulted in her device alarming and waking her up due to low blood sugar. The customer provided an image of her controller screen showing the bolus information, and also uploaded the device event logs to the cloud for further investigation. Review of the image provided shows the patient's blood sugar level was high at 03:09 (indicating the level was approximately 22.2mmol/l) and @03:10 a 10unit insulin bolus was delivered. Inspection of the log files was able to confirm user interaction with the device to enter bolus details, confirm dosing, and initiate delivery. Based upon the available information there was no evidence of an uncommanded bolus dose being delivered by the device. The patient did not require medical intervention and was sent a replacement controller. The physical device related to this complaint has not been returned for analysis investigation. If new information becomes available, this case will be reassessed.

Event description:
It has been reported that the patient's personal diabetes manager (pdm) gave an uncommanded bolus of 10 units whilst the patient was sleeping. The pdm then gave an alert that the patient had low blood glucose levels, which woke the patient.